Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture, device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with 650cc mentor memorygel breast implants. Post-operatively, the patient experienced pain, hardness, and tingling in the left breast. Upon visual inspection from a health professional, the patient was diagnosed with baker grade IV capsular contracture of the left breast, baker grade ii capsular contracture of the right breast, and inferolateral device migration in both breasts. After the diagnosis, the patient underwent a revision surgery for the device migration. At the time of the revision surgery, it was discovered that the left device was ruptured, which led to a procedural delay of 30 minutes. No patient consequences were reported due to the procedural delay. As a result, the patient underwent removal and replacement with allergan natrelle gel implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-10348 for the contralateral event.